Event description:
It was reported that (1) device was used during a colectomy. It was reported by the affiliate that the cdh29 instrument was used for a end-side colocolostomy. After one hour of surgery, bleeding started in anal canal. Found bleeding from end side of anastomosis and oozing was found as well. The surgeon reoperated to stop the bleeding.